Event description:
A customer reported an application issue when trying to use the adc device. The customer reported that while using the freestyle librelink app to obtain their blood glucose, it would not scan the sensor. Subsequently, the customer experienced a loss of consciousness and was unable to self-treat, requiring a third party treatment of glucose gel. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Smartphone compatibility with the use of freestyle librelink and freestyle libre 2 apps and samsung a10, samsung galaxy a13, samsung galaxy a02s, samsung galaxy m11, huawei, iphone 12, lg, motorola, nokia, and xiaomi redmi device has not been tested at the time of the investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an application issue when trying to use the adc device. The customer reported that while using the freestyle librelink app to obtain their blood glucose, it would not scan the sensor. Subsequently, the customer experienced a loss of consciousness and was unable to self-treat, requiring a third party treatment of glucose gel. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.